Manufacturer narrative:
Report task section: field "manufacture plant" needs to be corrected to: (B)(4).

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Refer to field b6 for the results of the imaging evaluation.

Event description:
On (B)(6) 2016, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt231214/14339353) to treat an abdominal aortic aneurysm. It was reported that after the deployment of the ipsilateral leg, the trunk-ipsilateral leg component experienced an upward movement when attempting to advance the sheath into the contralateral gate which resulted in the endoprosthesis moving above both renal arteries. The device was subsequently repositioned to its previous location and intra-operative imaging demonstrated a flow of contrast in both renal arteries. Reportedly, the sheath was moved harder than expected but the patient¿s anatomy was not very tortuous. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).